Event description:
The customer is a first time user of strips who reported low readings. The customer stated that his usual readings with another device are in the 130-160 mg/dl range. Since he has been using the two test strips, his readings have been very low, e.g. 65, 62, 93 and 57 mg/dl. The contact was unable to perform a normal control solution test with the rep because she did not have control solution. She could not find the check strip for the meter, so a meter check was not performed. The desiccant is in the open bottle. She stores his test strips in the bedroom.